Event description:
A malfunction alarm was reported, identified by the code 0x277d, which was resettable. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support provided information to reset the pump, and the customer successfully reset the pump without a recurrence of the malfunction.